Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) is being used to capture the reportable issue of aborted/cancelled procedure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to (B)(4) that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. A second spyscope ds ii was used; however, the image was also lost. Reportedly, the visualization issues of the two spyscope ds ii occurred when laser lithotripsy was performed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.